Event description:
A malfunction code, malf 12, was reported by the customer, for which there were no notable events prior to the malfunction. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their health. Technical support provided guidance on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, to which they agreed.